Manufacturer narrative:
Previously reported device and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated on (B)(6)2016 it was noted the patient had intermittent bouts of nausea and vomiting. The patient was experiencing this on a daily basis. In addition, the patient felt as though their pump was not working. The hcp was going to proceed with a rotor and dye study. One of the major stumbling blocks the hcp has in this procedure was that the patient was allergic to iodine and the hcp did not have non-iodine contrast. The hcp was stuck with just evaluation of the pump rotors. It was note the hcp can assimilate from a catheter withdrawal that the catheter is intact and has affluent administration, however, the position of catheter could not be obtained. Under fluoroscopy it was obtained that the catheter was in position and it was at t9 and t10 just off the midline on to right. The preoperative diagnosis was intermittent bouts of nausea and vomiting and suspected drug withdrawal. Operative procedures included classic rotor study, analysis of the pump, and shuntogram of the puncture tubing and puncture of shunt tubing reservoir. Following informed consent and marking, the patient was brought to the "cath" lab and placed in supine position. Prep and drape were carried out of the pump. Under direct fluoroscopic evaluation, the access port was entered with a #26-gauge huber needle. Over the course of approximate 60 to 68 seconds, 3.5 ml of intrathecal catheter and csf was aspirated because they could not inject the patient, we could not see the affluent dispersion that was . However, being said the hcp moved to a rotor study. Under direct fluoroscopic evaluation, the rotors in the pump were imaged and enlarged. The 60-degree turn in 90 seconds or so was engendered with medtronic representative. It should be noted that the rotors moved succinctly with nohesitation and through the 60 degrees and in the prescribed time allotment. The patient was remanded to the post-anesthesia care unit (pacu) without consequences and informed to keep a diary of when this unsettling effect of a loss of infusion occurs, and the patient was reprogrammed out to regular maintenance. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine 20mg/ml; 3.204 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016 (month and year are accurate). It was reported the patient had gone through withdrawal and was not getting any pain relief. Troubleshooting consisted of reading the logs and a rotor study. The patient was allergic to dye so no dye study but the catheter was aspirated easily. No environmental/external/patient factors may have led or contributed to the issue. The cause of the event and if it was resolved was unknown. Patient status was alive - no injury. Surgical intervention did not occur and was not planned. The physician was ordering an additional medical test to try for follow up health concerns other than pump related. Additional information was received from a consumer indicated from may to october 2016 the patient experienced unmanaged chronic pain in spite of her second implant. Before (B)(6) 2016 the pain pump failed. The implant failed to manage the patient's chronic pain. The patient was scheduled to have the pump removed on (B)(6) 2016. Upon information and belief, the damage to the patient from this implant was permanent and disfiguring. The manufacturer breached its duty to exercise due care toward the patient in its design, manufacture, and distribution of the pain pump. The damages sustained in the failure of the implant were the direct and proximate result of the manufacturer's actions and omissions. Due to the implant the patient incurred medical bills, lost income, permanent disfigurement, experienced pain and suffering, and loss of consortium with her loved ones and family. Upon information and belief, the implant was defective in manufacture and construction was defective due to inadequate warning and instruction. The patient experienced anxiety, emotional suffering, embarrassment, and distress. The implant did not conform to the description or information that the patient received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that after the patient's catheter replacement the patient continued to experience unmanaged chronic pain between (B)(6) and (B)(6) of 2016. It was noted between this time period the patient experienced continued drug over-dosage, drug under-dosage, and drug withdrawal symptoms from the pump. It was noted the pump and catheter provided inconsistent opiate based pain prescriptions delivery to the patient. On (B)(6) 2016, it was noted the hcp explanted the patient's pump and left the catheter inside the patient. The patient obtained the explanted pump by virtue of a subpoena and retains it to the present date. It was further noted that on unspecified date the patient had bodily injury related to the pump that was permanent, severe and disfiguring. The patient had unmitigated chronic pain, intermittent under-dosage, intermittent over-dosage, and intermittent drug withdrawal pains. It was noted the severe pain and suffering continues through present day. The patient experienced great pain and suffering, suffered great pain of body and mind, a loss of enjoyment of life, lost income, and mental anguish. It was also noted the hospital charted treatments to the patient that did not occur.